Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it is taking longer to recharge the implantable neurostimulator (ins), specifically between 50-70%. They used to charge once per week and progressed to recharging daily anywhere from 30 minutes to 1.5 hours, which started a month or two ago. They usually charge while in their recliner and watches their implantable neurostimulator recharger (insr) show the excellent coupling of 8 bars. The patient charged for an hour to about 25% and left home. While the patient was out, their device turned off on them because it depleted minimum charge required. They came home and charged for 10 minutes and it was back above 25%. Impedances were within limits and no visible signs of concern. The ins is palpable and has not flipped. They are not sure what the issue may be because coupling appears to be excellent. It was reviewed that therapy will turn off below 3.615v. A replacement recharger antenna was sent. The patient noted they are familiar with replacing antenna as they had one replaced in december. No patient symptoms were reported. The patient said they received the new antenna but the issue did not resolve.

Event description:
Additional information was received from a healthcare provider (hcp) who reported the implantable neurostimulator (ins) was depleting in half a week which had been going on since (B)(6) 2020. After the device would deplete, it would turn off. A recharge calculation was performed using the patient¿s settings which indicating the battery would go from full to empty in 12.69 days. The patient wasn¿t at the clinic at the time and impedances were last checked in (B)(6) 2021. The hcp was going to schedule an appointment for the manufacturer¿s representative (rep) to meet with the patient and check recharge logs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.